Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. . Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that patient was at home and noticed the urine turning dark. Patient reports he awoke to high power vad alarms. The urine was initially tea colored, then bright red colored urine, and now grape juice colored urine. Patient reports associated abdominal discomfort and fullness. On (B)(6) 2016 1652, (B)(6) 2016 0300 ((B)(6) 2016) protime 26.1* 23.6* ptt 42.3* 104.6* inr 2.3 2.1 ldh date value ref range status (B)(6) 2016 2146* 125 logfiles sent in and showed elevated power/flow. Patient was taken to the operating room (o.r.) (Operating room) on (B)(6) 2016 for pump exchange. No visible thrombus seen within inflow cannula or outflow. Patient remains in the hospital. No additional information available.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption and several high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification but failed visual examination due to the scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. It is likely that there are clinical factors such patient's clinical status, pre-existing comorbidities, and anticoagulation therapy were contributors in the patient's development of thrombus. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.